Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is likely the foreign material remained in the device because reprocessing could not be conducted properly due to the leak from the channel tube, connecting tube, and electrical connector. It was also noted that foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3" preparation and inspection" shows how to detect the event. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the colonovideoscope exhibited the nozzle, the adhesive on the bending section cover and the bending section cover had foreign objects. There were no reports of patient involvement.